Event description:
The customer called for help with his breeze2 meter. He alleged that he performed a control test prior to calling and received a result that was high, out of specification. The customer performed control tests during the call and received a result of 163 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.